Event description:
The customer reported imprecise results for multiple assays (creatinine, bun, a-ast, a-alt, alkaline phosphatase, and total bilirubin) for multiple patients generated on the alinity c processing module. The customer stated the results were questioned by a nurse. The customer provided creatinine results for one patient: tested on (B)(6) 2026 at 10:20 am: sid (B)(6) (69-year-old, male): creatinine result = 2.84 mg/l sid (B)(6) (patient was redrawn at 11:35 am): creatinine = 0.88 mg/dl. Both these samples were run on both customer analyzers multiple times. The results generated correlated to the results labeled with sid (B)(6). Creatinine reference range: 0.5-1.5 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.